Event description:
It was reported that a physician requested a consult review from technical services (ts) for this pacemaker. Ts indicated that the device was exhibiting far field over sensing on the atrial channel. The automatic pace threshold tests stored in configured collection period were successful. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.